Event description:
It was reported that that the patient was unresponsive, admitted to the intensive care unit (ICU) and intubated. It was determined that the right ventricular (rv) lead was undersensing during ventricular fibrillation (vf), delaying cardiac resynchronization therapy defibrillator (crt-d) therapy. The patient was reported to have had multiple episodes of vf that were so fast, the number of intervals to detection (nid) increased, possibly prolonging detection. Rv sensitivity was reprogrammed and lead integrity alert (lia)s were turned off to prevent changes to nid. As of one week after the report, the patient was no longer in the ICU. The device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Correction. If information is provided in the future, a supplemental report will be issued.